Manufacturer narrative:
The li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform displayed "replace battery" message upon insertion of the fully charged autopulse li-ion battery (sn: (B)(4)). The battery was tested in different autopulse platforms, and the same issue was observed. The autopulse platforms were working fine with different batteries. No patient involvement.